Manufacturer narrative:
Zoll has not yet received the thermogard ivtm console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported to zoll that the thermogard ivtm console stopped working during a self test after 30 minutes. The user attempted several times to initiate self test to standby mode with no success. No error messages were displayed on the screen. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned console showed that the pump cover was broken. The review of the patient data and event log showed tcmid: tcmi:07 (coolant temp high) and tcmid: 06 (cooling engine post failure) error messages. Testing of the console indicated that the coldwell was defective. The coldwell was replaced and the device passed the self-test in 4 minutes. In summary, the reported customer complaint was confirmed. The root cause was attributed to a defective coldwell. After replacing the coldwell, the console passed all functional and electrical testing and performed as intended. Serviced at customer site.